Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the wire that the patient was referring to was the wire on her programmer; nothing that was implanted. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, per the patient, there was something wrong with their "wire" so the wire was replaced . The caller stated the patient didn't know when or why the wire was replaced. The caller mentioned the patient said that a manufacturer representative (rep) "could not help her a long time ago so she had another person do it". The caller stated the patient said the rep "was not qualified to fix something". The caller speculated if this was related to the "wire" issue reported. The caller and the patient were directed to the healthcare professional. No symptoms were reported. No further complications were reported.